Manufacturer narrative:
In response to FDA report number: mw5101268. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture on both breasts" and "delayed healing from my surgery" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture on both breasts, delayed healing from my surgery, inflammation around the breast, and nipple sensitivity and pain".

Event description:
Patient reported via regulatory agency capsular contracture on both breasts, delayed healing from my surgery, inflammation around the breast, and nipple sensitivity and pain. The following reported events have been deemed not related to the device: sjogren¿s disease, raynaud¿s symptoms, lupus and ms like symptoms, I developed chest pains; muscle pain in my back; pain up my neck; stomach pain, fatigue, one week after shoulder surgery I developed a lupus like rash on my face, extreme migraines, swelling of the face; swelling in my neck; swelling in my legs, depression, I developed breast implant illness and I am extremely sick as a result of the breast implants; brain fog; exercise intolerance; heat and cold intolerance; memory loss; tinnitus deviated septum; eyes were no longer producing tears; dry skin; sleep disturbances; insomnia; anxiety panic disorder; irregular periods; food intolerances; bloating; constipation; hair loss; bruises not healing; loss of sexual interest. Affected side is left. The device remains implanted.